Event description:
During a rf ablation procedure, a patient burn occurred. A neurotherm grounding pad was placed on a hairy patient without skin prep. Three of the four probes would not reach the set temperature during the procedure so the procedure was aborted without achieving a lesion. Upon removing the grounding pad, a second degree burn was noted on the patient's skin. The patient recovered with no intervention.

Manufacturer narrative:
(B)(4). The results of the investigation concluded that a hair-like foreign material appeared to be adhered to the white adhesive portion of the rf disposable grounding pad. Visual inspection was solely based upon a review of the photographs provided. The presence of hair on the grounding pad, in addition to the event description, is consistent with improper preparation and placement of the grounding pad. The device history record was unable to be reviewed since the batch number is unknown. The product IFU contains a warning statement ¿avoid placement over scars, bony prominences, prosthesis, hair, or ECG electrodes. Failure to achieve good skin contact by the entire surface of the grounding pad may result in significant electrosurgical burns at the pad location¿.